Event description:
Additional information: it was later reported that the patient was "sad, crying and unable to help with the dressing or drive his wheelchair". Oral baclofen made him too tired. He experienced "difficulties with isolated movement of his extremities, couldn't lay still, his trunk twisted as he tried to talk; speech was more dysarthric and harder to understand". Hcp indicated that the only thing they removed and analyzed from the patient was the cerebrospinal fluid. There was no removal of any device.

Event description:
It was reported that the patient experienced a suspected overdose. The patient's pump was refilled on (B)(6) 2012 and the patient 'had been fine' until the patient's caregiver found the patient extremely lethargic, hypotensive, and bradycardic on (B)(6) 2012. The patient was hospitalized and the healthcare provider (hcp) stopped the patient's pump, accessed the reservoir, and aspirated the drug. The expected residual volume and actual residual volumes were accurate (10.8ml). The hcp also accessed the catheter access port (cap), but was unable to aspirate anything. The hcp suspected a 'catheter tip loculation' that might have burst. The medication in the pump was baclofen. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).